Event description:
It was reported that the infusion pump over delivered a taxol solution to a pt. Reportedly, the pump delivered 600 ml of taxol in two hrs instead of an anticipated three or four hrs. It was reported that the pt had some numbness and tingling afterwards, but this was resolved without medical or surgical intervention.